Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their sensors were damaged. The customer¿s blood glucose level was 76 mg/dl at the time of the incident. It was reported that they had to change the sensor out last night and when they placed the sensor into the serter, the needle hub stayed inside the serter. It was reported that the sensor had no cannula after removing out of the body. The sensors will not be returned for analysis.